Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log for this event showed that the charge button was pressed at 10:58:11 and the shock button was pressed at 10:58:19. There is no evidence to support the customer's report that the energy select button was pressed to disarm the charge. Analysis of reports of this type has not identified an increase in trend. Please refer to the attached user medwatch report that zoll received. Please note, the user medwatch report received was missing page 2 and difficult to read. Additionally, zoll received notification through the FDA's medwatch program report number mw5071112.

Event description:
Complainant alleged that during a catheterization procedure for a (B)(6) year old male patient, the patient experienced an event of ventricular tachycardia that after pressing the charge button, was then resolved by the clinicians adjusting the catheter in the heart. Clinicians believed that during an attempt to disarm the device using the energy select button, the device subsequently discharged energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.